Manufacturer narrative:
Unit alarmed motor error during the rewind due to corroded motor home switch. Unit received with broken battery tube threads. Unit received with cracked case at lcd window corners. Unit received with scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 210 mg/dl. Troubleshooting was performed. The device was returned for analysis.